Event description:
Caller reported a malfunction alarm due to cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete instructions for resetting the pump, and the caller planned to reset the pump when ready, with a follow-up if the issue persisted.